Event description:
It was reported the pt is no longer using her scs system and has only charged her ipg once since implant. She is unable to communicate with or charge her ipg. The ipg is now shallow and tilted in the pocket. The pt is pending f/u with her physician. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.